Event description:
Customer reported:the green bag pops off of the white plastic piece. The patient was being actively resuscitated at the time that the bag fell apart. Replacement bag had to be used. No adverse events reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but has not begun. Upon carefusion's investigation, a follow up medwatch will be submitted.